Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the event. The initial report was forwarded in error and should be voided. The event was reported under MFR-0001825034-2024-03093 and MFR-0001825034-2025-01319.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: poland. D10 narrative: item: 115313, lot: j7817476, item name: comp rvsr shldr glnsp +3 36mm. Item: 405800, lot: 65757006, item name: comp. Rev shldr 9 in steinmann. Item: 118001 lot: j7569386 item name: versa-dial/comp ti std taper. Item: 115370 lot: 66917424 item name: comp rvs tray co 44mm. Item: 113648 lot: 66226600 item name: comp primary stem 8mm std. Item: 115330 lot: 66350698 item name: comp rvrs shdr glen bsplt +ha. Item: 115395 lot: 66494759 item name: comp rvs cntrl 6.5x25mm st/rst. Item: 180550 lot: 66579653 item name: comp lk scr 3.5hex 4.75x15 st. Item: 180551 lot: 66602907 item name: comp lk scr 3.5hex 4.75x20 st. Item: 180551 lot: 66783776 item name: comp lk scr 3.5hex 4.75x20 st. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient was implanted with a shoulder system. Subsequently, the patient was revised due to dislocation. There was harm or injury to patient as the patient had to undergo additional surgical procedure. Due diligence is complete. No additional information is available.